Event description:
It was reported that the patient presented in clinic after receiving a vibratory alert for non-sustained lead noise. Stored egm showed the patient was in sinus tachycardia and at one point the p wave fell into pvarp. This resulted in an ap that blanked and the conducted ventricular event followed by a bp with functional loss of capture. Reprogramming was recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.